Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation for a patient with a right hip fracture, the dynamic hip, and condylar screw system ( dhs/ dcs) coupling screw and the dhs/ dcs guide shaft became bent and unusable upon insertion of the unknown dhs plate over the unknown lag screw. The surgeon tried a new coupling screw which subsequently became bent as well. The dhs/ dcs impactor was also damaged during this process. A portion of the gray tip chipped off during impaction. The surgeon had to use backup instrumentation from a second instrument tray to complete the procedure. There was a surgical delay of ten to fifteen ( 10- 15 ) minutes. The generated fragments were removed easily without additional intervention. There was no patient consequence reported. Concomitant devices reported: unknown dhs plate ( part# unknown, lot# unknown, quantity 1). Unknown lag screw ( part# unknown, lot# unknown, quantity 1). This report is for one (1) dhs®/dcs® guide shaft. This is report 1 of 2 for (B)(4).